Manufacturer narrative:
The device was not returned to olympus for evaluation. The sales representative stated that the seal was not working correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported to olympus, there was a gas leakage from cylinder hose with switch-over valve (pin-index) when connected to the uhi device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to o-ring failure. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.